Event description:
It was reported via a review of remote transmission that the device exhibited several episodes of non-sustained ventricular oversensing due to intermittent ventricular capture. The patient presented to the clinic, and no changes were made at this time. The patient was asymptomatic.